Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced fro pre-dilatation. However, during inflation at the nominal pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another 3.50mm x 15mm balloon. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a longitudinal tear 6mm from the tip and approximately 6mm long. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 03:22 pm CT. The report number is being corrected from: 2134265-2018-64368 to: 2134265-2018-63050.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced fro pre-dilatation. However, during inflation at the nominal pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another 3.50mm x 15mm balloon. No patient complications were reported.